Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a small bubble in the tubing during fill tubing. Customer was able to successfully expel the bubble. Customer's blood glucose level was 230 mg/dl.